Event description:
At the end of the procedure the physician could not deflate the common balloon on the shunt. The surgeon had to use a 10 cc syringe to deflate the balloon. No pt injury happened.

Manufacturer narrative:
The device has been returned for the evaluation on (B)(4) 2012. We were able to verify and confirm the failure. We have found that the common balloon would not deflate properly. As a result of similar complaint, we have initiated improvements in our balloon manufacturing process: we have retrained our assemblers; clarified our manufacturing instructions, and, we are investing new methods for installing the balloons on catheters ((B)(4)). We believe that these steps will prevent this problem from reoccurring. Please note that no pt injuries happened due to this incident.